Manufacturer narrative:
Product investigation is in progress.

Event description:
It (tampon) was in the dispenser backwards [device physical property issue]. Case narrative: consumer reported via email that the tampon was in the dispenser backwards. No injury was reported.

Event description:
It (tampon) was in the dispenser backwards [device physical property issue]. Case narrative: consumer reported via email that the tampon was in the dispenser backwards. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.